Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-03643. The pt received his scs system, including an ipg and a surgical lead, on (B)(6) 2010. It was reported the system was explanted and not replaced due to infection. The explanted products were returned to the manufacturer for analysis. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Eval: the report of infection cannot be confirmed or refuted by the manufacturer's laboratory testing. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.